Event description:
Revision surgery - there was an "absece" in the calf area of the patient that was infected. The surgeon decided to go ahead and replace the insert as a precaution, however, the infections was not caused from the djo insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy an infection after 13 years, 0 months, 7 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 2 prior complaints against this part number; none with the similar failure mode of "revision surgery." This is the second complaint against this lot. The root cause for the infection that occured in the patient's calf was not defined and it was clearly stated that it is not due to the djo insert. There are no indications of a product or process issue affecting implant safety or effectiveness.